Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that intermittent and on-going occlusion alarms occurred. Customer changed pump supplies to address the issue. Additionally, the customer reported a high blood glucose (bg) level of high mg/dl. Cause of the high bg was occlusion. Customer addressed high by correction bolus via pump, changed supplies as necessary and resumed insulin therapy.